Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Staphylococcus epidermis is an organism that resides on human skin. Therefore, it is reasonable to associate the patient¿s peritonitis to touch contamination and/or contamination from the reported hole in the patient¿s pd catheter (not a fresenius product), as reported by the pd nurse. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. On (B)(6) 2019 the patient experienced symptoms of pain and cloud effluent and visited the emergency room (ER) the same day. A culture of the patient¿s pd effluent was taken and yielded growth of staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic vancomycin (dose and strength unspecified). The patient was sent home that day and was not admitted. The peritoneal dialysis registered nurse (pdrn) indicated that the cause of the peritonitis is unknown, however, it was reported the patient had a hole in the pd catheter. The pdrn indicated the cause was likely touch contamination. The pdrn stated the patient¿s peritonitis was unrelated to pd therapy or the use of any fresenius device(s), drug(s) or product(s). There were no alleged fluid leaks or product issues related to the event. No devices or samples were returned for physical evaluation by the manufacturer.